Event description:
This report was brought to our attention by the clinical study registry in another country. According to the report, a patient incurred a type a intimal dissection at the mid right coronary artery during a percutaneous coronary intervention. The dissection was treated by implantation of another cypher stent.

Manufacturer narrative:
This cypher sirolimus-eluting coronary stent is distributed outside of the untied states. However, it is similar to the united sates cypher sirolimus-eluting coronary stent. Additional information will be submitted within thirty days upon receipt.